Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in a 50 mm lesion in the left main coronary artery (lm) with one 2.5 x 28 mm and one 3.0 x 28 mm overlapping stents. Routine coronary angiography on (B)(6) 2011 revealed a 90% stenosis in the lm. On (B)(6) 2011 the patient was hospitalized and on (B)(6) 2011 the patient underwent percutaneous coronary revascularization on (B)(6) 2011 to treat silent ischemia and stenosis in the target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0 x 28 mm xience v. Other: aspirin, clopidogrel. The 3.0 x 28 mm xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported ischemia and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that the IFU states that the this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5mm to 3.75mm. The implantation of the stents for treatment of the lesion longer that 28mm does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.